Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated MDR #s 1225714-2014-05014, 1225714-2014-05015, 1225714-2014-05016, 1225714-2014-05017, 2937457-2014-01152 and 2937457-2014-01153.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2006 and subsequently expired on (B)(6), 2006 after the use of the product.